Event description:
((B)(6). It was reported by the customer that their insulin pump had been exposed to moisture and alarming button error. Customer stated the device was attached to them while they were swimming and became full submerged in water. Customer also stated the display screen was fuzzy and difficult to read. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 117 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within specification. The insulin pump passed the displacement test and self test. No failed battery test alarm noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. No moisture damage on the motor assembly or electronic assemblies noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).